Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient indicating that the cause of the overstimulation and the side effects was because their healthcare provider raised the stimulation from 1.2 to 1.5. The patient indicated that the overstimulation and side effects were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s husband turns off the patient¿s ins every night to save battery. When the patient¿s husband then turns the ins back on in the morning the patient reported feeling like her ¿foot falls asleep, that kind of feeling¿ on the right side of her body. The patient reported that she is implanted on the left side of her brain because she is a ¿right-y¿. The patient reported this feeling sometimes lasts for 5 minutes, and it sometimes lasts for a few hours. The sensation makes the patient feel faint and makes her dizzy. The patient is to follow up with their healthcare provider about the symptoms. No complications or further complications were reported. (B)(6) 2017 additional information was received from the patient and a friend or family member of the patient. The patient reported that since the friday prior they have needed help desperately. The patient reported that their stimulation was too high and they were having a horrible reaction. It was reported that the patient¿s healthcare provider does not have a wand to fix it. The patient stated that it feels like a car at 0 and goes right to 60. It was also reported that it was like their whole right side fell asleep with pins and needles. The patient¿s friend or family member reported that about a year prior the patient¿s stimulation was increase from 1.2 to 1.5 because the patient had more shaking that they wanted in their right arm. It was further reported that the patient was exhausted, the stimulation was causing anxiety, a feeling like heaviness goes down out of the patient¿s feet and that the patient has a reaction feeling when it is turned off. Technical services assistant the patient¿s friend or family member in decreasing stimulation from 1.5 to 1.3. The callers then disconnected as the patient¿s healthcare provider was calling back.